Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink on the shaft distal end. As the initial event did not mention damage on the shaft, it is possible this damage occurred during transportation or storage of the device. The sheath was leak tested, and the sheath passed all leak testing. The valves and flush lumen were inspected using microscopy. No significant damage was noted, and no abnormalities were observed that could have contributed to the difficulty to irrigate the sheath. The reported event was not confirmed via analysis.

Event description:
During a pulsed field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When moving the sheath from the left to the right atrium, the physician went to flush the port before inserting a mapping catheter to map the right atrium. However, the flush port was clogged. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. When moving the sheath from the left to the right atrium, the physician went to flush the port before inserting a mapping catheter to map the right atrium. However, the flush port was clogged. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be return for analysis.